Manufacturer narrative:
A3b): patient gender is unk. H3): the lld was discarded, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove right ventricular (rv), right atrial (ra), and left ventricular (lv) leads due to non-function and fracture. A spectranetics lld #2 lead locking device (lld #2) was inserted into the ra lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the ra lead, progress was made to the top of the superior vena cava (svc), where lead on lead binding would not allow for further advancement. Next, a spectranetics 13f tightrail rotating dilator sheath was used on the ra lead and the lead was removed; however, the patient's blood pressure dropped. A pericardial effusion was detected via transesophageal echocardiography (tee) and rescue efforts began, including sternotomy. An ra perforation was discovered and repaired. Another perforation in the innominate region was discovered and repaired, but the physician believed this occurred during the sternotomy. The rv and lv leads were not extracted and remained in the patient. The patient survived the procedure. This report captures the lld #2 providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.